Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the peek swivelock, ar-2323pslc, was being used in a rotator cuff surgery. The anchor broke during insertion into the bone, and the broken pieces fell into the patient¿s body. The surgeon retrieved the broken pieces using forceps, but could not retrieve all the broken pieces. The surgery was completed using a new product of the same part number. The bone quality of the patient was hard. No x-ray taken.

Manufacturer narrative:
Complaint confirmed, two anchor fragments were returned wrapped in an unknown foreign substance. Likely causes of the anchor breaking include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.